Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced vomiting, body aches, difficulty breathing, difficulty moving, a blood glucose (bg) level of 221-222 mg/dl and 0.6 mmol/l ketone level. Customer was transported to the emergency room (ER) due to adverse event. Event was suspected to have been caused by appendicitis and a stomach bug. While en-route to a second ER, the customer began to receive occlusion alarms which resulted in bg/ketones becoming elevated to over 541 mg/dl and ketone level of 6.3 mmol/l. Healthcare provider identified the ketone level as dangerous. While in the ER, the customer was treated with insulin infusion and a gas test was performed. These treatments were continued while the customer was hospitalized. Customer was released from the hospital on may 12th with the issue resolved and no permanent damage.